Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittent. The root cause for the intermittent response button was unable to be positively identified. No adverse event resulted from the defective response buttons.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.